Event description:
It was reported that the catheter fractured.

Manufacturer narrative:
Sample is expected to be returned to the manufacturer, but the shipping company is currently holding it in customs. The product should be released by customs soon and sent to the MFR for eval.